Event description:
On (B)(6) 2019, a reporter for the patient (the patient¿s niece) contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch ultramini meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The reporter informed the csr that in the morning of (B)(6) 2018, the patient obtained an alleged inaccurately high reading on the subject meter. The reporter stated that the patient manages her diabetes with self-adjusted insulin (unspecified type and dosage) and reported that immediately after obtaining the alleged inaccurate high result, the patient increased her usual dose of insulin in response to the alleged product issue. She stated that one hour after the alleged product issue began, the patient experienced ¿dizziness and sweating¿. The reporter informed the csr that two hours after the alleged product issue started, the patient attended her doctor¿s office. She stated that the patient performed a blood glucose test on the subject meter and obtained a reading of ¿200 mg/dl¿ which she compared to a reading of ¿120 mg/dl¿ obtained on the doctor¿s meter (unspecified device), within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The reporter stated that the patient ¿took medicine¿ (unspecified type or dosage) whilst she was at the doctor¿s office and reportedly ¿got better¿.at the time of troubleshooting, the csr confirmed that the meter was set to the correct unit of measure. The reporter indicated that the patient had used an approved sample site to obtain the blood samples. The csr noted that the patient had not been following the correct testing process as the subject meter was not set using a calcode. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.